Manufacturer narrative:
The complaint investigation concluded that the physician's improper deployment technique caused the device to elongated and enter into the vessel entry site.

Event description:
During stent deployment into the distal right external iliac artery, the physician elongated the stent which resulted in interference with the sheath at the vessel entry site. Later the same day, the physician recognized that intervention was necessary because the vessel was bleeding and not closing due to the proximal end of the stent in the vessel entry site area. Surgery was performed to remove the stent from the vessel. An endarterectomy was performed and the pt recovered with no further issues.